Manufacturer narrative:
Per patient's surgeon, patient was reimplanted with a new device on (B)(6), 2011. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the patient sustained a blow to the head on (B)(6), 2009, and again in (B)(6) 2010, resulting in pain and swelling around the implant site. The device was explanted on (B)(6), 2010. The surgeon reported skin breakdown and device exposure at the magnet site. The patient was hospitalized and treated with IV antibiotics (type not reported). Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2011.